Event description:
It was reported that during a gastric bypass surgery, the surgeon fired 2 properly firings on the stomach, using 2 gold reloads-ecr60d. When he tried to do the third firing with ecr60b for creation of the gastric pouch, there was a brake. The surgeon replaced to another blue reload- but again there was a brake. The surgeon replaced the instrument - the firing was successful and the staple line was good. In a questioning conversation with the surgeon he said that he didn¿t feel anything unusual in the device before the firing. There was no damage to the tissue or to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Incorrect cartridge size. Additional information was requested and the following was obtained: please explain what is meant by, there was a brake. Brake= after closing the jaws properly, when the surgeon tries to squeeze the firing handle it was stuck. The symbol of the lock appeared in the indicator . The analysis results showed that one long60a device was returned with no visual non-conformances and loaded with a 45 mm reload. The reload was noted to be unfired. Please note that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the echelon flex 60mm IFU. It should be noted that when attempting to fire a 60mm device with a 45mm cartridge reload, the device will lock out. The knife was returned to the home position and the device was tested for functionality in the articulated position with a 60 mm reload and it achieved a complete fire sequence without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.